Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-02165, 2134265-2014-02107. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an atlantis imaging catheter and a sled. The physician activated pullback function but the motor drive unit was unable to perform automatic pullback. The procedure was completed by manual pullback. No patient complications were reported.